Manufacturer narrative:
Additional information: the vessel was pre dilated using a 5 x 120mm pacific plus balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the first image is of a 5mm x 120mm pta balloon catheter being inflated within the targeted vessel anatomy; mid to distal superficial femoral artery. Per the initial reported event description, the pta balloon is a pacific plus pta balloon catheter that is 0.018¿ guidewire compatible. The second image indicates that the treated vessel exhibits dissection. The third image is of the distal end of the deployed stent within the targeted vessel anatomy. The distal portion of the stent exhibits normal deployment of the stent cell struts. The proximal portion stent in the image exhibits elongated stent cell structure. The fourth image is of the proximal end of the stent being deployed and elongated stent cell structure. The most proximal end of the stent is still compressed within the outer sheath of the entrust stent delivery system, (sds). The fifth image is of the proximal end of the stent and the most pro ximal end of the stent exhibits normal stent cell structure and the distal end of the stent exhibits elongated stent cell structure. The sixth image is a larger view of the fifth image. The seventh image is of the procedure report that show the ¿peel-off¿ label from the pacific plus pta catheter used in the procedure. Device evaluation the entrust stent delivery system, (sds), was received with the red safety tab and tube removed from the deployment handle. Neither the red safety tab nor tube were returned for evaluation. The sds was locked up on a 0.018¿ compatible guidewire. The handle safety tab cavity was examined; the inner guidewire lumen was kinked and protruding from the cavity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the everflex was not part of the planned procedure and it was only implanted to treat the dissection after balloon dilation with the pacific plus. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the target lesion was not severely calcified. The lesion was pre-dilated using a 5x120 mm balloon and a dissection was found. Physician used everflex entrust 6*150mm for stenting. The length of the deployed stent is 6.0mm in diameter and 150mm in length. There was no vessel damage caused by the stent. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent during procedure to treat the mid to distal superficial femoral artery (sfa). There was no damage to device package. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. Deployment issue of partial deployment occurred. There was no damage to deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed before stent deployment. The device did not pass through a previously deployed stent. There was no resistance felt while advancing the device. It was reported that physician used 6*150mm everflex entrust stent for sfa lesion, the stent was deployed smoothly at the beginning, when the stent was deployed around 80-90mm, the feedback of thumbscrew became abnormal then at the same time the outer sheath can not be pulled back, the rest of stent can not be released, so physician slightly pulled back the whole delivery system and the rest of stent was elongated, however the target lesion was fully covered by stent. There was no patient injury reported.